Manufacturer narrative:
The device was returned for inspection. Based on the results of the investigation and the information provided it is likely due to a component failure of the ceramic head (insulation beak). The most probable cause is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the rigid endoscope sheath ceramic head was not good ((insulation beak). There were no reports of patient involvement.